Event description:
The customer reported a false positive result with the ID now covid-19 assay (lot number m189144) performed on (B)(6) 2022. The patient was sent to another hospital were they tested negative (unknown test method and brand). The patient came back to the original hospital on (B)(6) 2022 and retested with ID now covid-19 assay (lot number m189144), now generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics (B)(4). On retained kit lot m189144 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m189144, test base part number 190-430 / lot m189144. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m189144 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.